Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with an infection under the sensor pod which occurred on (B)(6) 2023, and the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. On the same day, the patient consulted a physician who prescribed oral antibiotics (clavulanate potassium 875, 125 mg 2 tablets per day for 10 days) for the skin reaction. At the time of the report, the patient stated the reaction area has healed after antibiotic treatment. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).